Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus valve was successfully implanted in a patient. It was noted post-procedure, that the patient developed a complete heart block. A temporary pacemaker was placed. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The patient was in stable condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
It was reported that the patient developed a complete heart block post successful implant of epic valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected medical intervention and surgical intervention were the results of temporary pacemaker and permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.